Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> DHR review: product code 150410107, work order 9487684 was manufactured on 21 april 2020. 12 parts were manufactured per specification and all raw materials met specification. There were two non-conformance associated with this lot: nr-0143999 â¿¿ during the schedule calibration of cig2792a (attune bone cut datum block size 5 & 5n) from the femoral value stream, performed by the calibration department technician, the gauge failed 2 measurements. Not relevant to complaint. Nr-0145435 - on the 03 june 2020, during the schedule calibration of cig2794a (attune bone cut datum block size 7) from the femoral value stream, performed by the calibration department technician, the gauge failed 2 measurements. Not relevant to complaint. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened the following was found at these process steps: â¿¢ mrr â¿¿ none found â¿¢ scrap â¿¿ none found â¿¢ CAPA's â¿¿ none found there were no items identified in relation to the above parameters for these process steps during the investigation of this lot number relating to the complaint failure mode. Corrected: h8

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant was opened on the field and noted to have a contamination. Another implant was immediately opened, no surgical delay. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(6). Device property of: none. Device in possession of: none. By checking this box, I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.